Event description:
Vns patient underwent revision surgery due to wound dehiscence because had reportedly picked at the incision site until it opened. Further follow-up revealed that the patient was healing well from the revision surgery, but again picked at the incision site and had undergone a second surgical revision.